Event description:
It was reported that a progav shuntsystem (part#: fv440-t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage and adjustment difficulties. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years. Height: 140 centimeters (cm). Weight: 35 kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deformation of the progav housing. Measurement of surface of the housing: to verify whether the deformation had an effect on the plane-parallelism of the housing surface, this was measured using a dial gauge. Deformation detected: yes, measured value: 0,197 mm [tolerance (0 ± 0.02mm)]. Permeability test: the test showed that the progav shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that after the separation all components are permeable. Computer control test: the computer control test could only be performed on the shuntassistant. Due to the defective brake function on the progav, this test is not applicable. The pressure setting cannot be fixed due to the defective brake function and therefore no valid test results can be generated. The shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 15 cmh2o in the vertical position, a pressure of 15 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 13.92 cmh2o. This is within the specified tolerance of 15 cmh2o +4/-2 cmh2o. Adjustability test: the progav was found to be adjustable to all pressure settings. But the adjustment could be performed without force (the brake is defect). The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the brake function of the progav did not operate as expected. Due to the non-functionality of the brake function the braking force of the progav is unable to be measured. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, no deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a deformation and a defect of the brake function of the progav valve and a non-permeabilty of the shunt system. After the separation of the shunt system , the occlusion could not be confirm. The cause of the brake dysfunction is the deformation of the valve housing. Too much pressure on the valve, for example through the adjustment tool can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.